Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-29}; product lot/serial number: {(B)(6)}; product type: {0195 - heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, an aortic dissection occurred. Subsequently, an open thoracotomy was performed to repair the dissection and implant a surgical aortic valve. It was reported that the patient did well during repair and surgery. Additionally, the cause of the dissection was unknown; however, it was suspected that the dissection occurred while crossing the aortic arch or during a recapture.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the attempted implant, the valve was recaptured initially to be repositioned and then redeployed. Per the implanting team, the aortic dissection could have occurred while the delivery catheter system (dcs) crossed the aortic arch, or that too much forward pressure was applied during the recapture causing the dcs to ¿jump¿ forward. Additionally, sinotubular junction (stj) calcium was noted as a contributing factor. It was noted by the implanting team that the dcs could have caught the stj calcium while coming around the arch and into the annulus, and possibly again on recapture when the system ¿jumped¿.